Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient (pd) reported he had an infection a couple of weeks ago. Follow-up with the patient's pd nurse confirmed the patient was diagnosed with peritonitis on (B)(6) 2016. The patient's culture results were positive for streptococcus gordonii. The patient was treated with vancomycin (2g). The patient's peritonitis resolved. The patient's pd nurse reported the source of the peritonitis was a breach in technique and the culture results confirm this. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.